Event description:
Report received from the USA stating the device "overheated." The device was being used during a laminectomy procedure. No injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The customer's complaint of "heating up" could not be confirmed, as pre-repair temperature verification was not performed - however, cutter insertion, thimble set screw and visual assessment failed pre-repair diagnostic assessment. If additional information is received, a supplemental report will be sent. (B)(4). On (B)(4) 2012 a retrospective summary report (rsr) summary report (rsr) exemption was granted for unreported malfunction events found during a retrospective review of our firm's complaint files. (B)(4).